Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced constant hip pain, popping and grinding, difficulty walking and standing for long periods of time, loss of range of motion, and loosening of the asr femoral component. **update** (B)(4) 2011 litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient suffered a transverse fracture of the greater trochanter during the primary after trialing, and the patient was revised because of pain, leg length discrepancy, and inflammation around the cabled area. Records are available for further review.